Event description:
Device malfunction: balloon rupture below rated burst pressure. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an unspecified procedure of the left common iliac artery, the agiltrac balloon catheter was advanced to the target lesion, and during inflation ruptured at 6 atm; blood was seen exiting the inflation lumen port. The agiltrac was removed without incident from the anatomy. A second agiltrac balloon catheter was used to complete the procedure without incident. Though requested, no add'l info was provided.

Manufacturer narrative:
A review of the lot history record (lhr) for this device did not reveal any non-conformances that could have contributed to this event. All balloon catheters are 100% visually inspected and leak tested prior to packaging. In addition, a sampling is taken from each lot to perform rated burst pressure (rbp) testing to verify that the rbp product specification is met. A review of the test data for this lot showed that the rbp data exceeded rbp product specification.